Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: defective mainboard. Correction: replacement of the mainboard. Installed a new vu esm. Service software. Electrical safety test. Device back in service.

Event description:
The following was reported to hamilton medical ag: summary: after assembling the ventilator it did not start up.